Event description:
It was reported that during priming with an oxiris set, an external fluid leak was observed. There was no patient involvement reported. No additional information is available

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection observed leakage from the dialysate port. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device, photographs and a video were received for evaluation. Visual inspection of the photos and video showed the reported leakage from the dialysate port. Visual inspection of the returned set showed a crack at the dialysate port. The crack is the root cause of the reported leak. The reported condition was verified. The most likely cause of the condition was due to shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.